Event description:
It was reported that the patient underwent a sling procedure 2003. Following the procedure the patient could not urinate. The patient had a catheter placed surgically under their skin. The patient is still not able to urinate on their own.